Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a coronary stenting treatment procedure, under expansion of the stent occurred. The de novo target lesion being treated was located in the mid right coronary artery (rca). The lesion was 75% stenosed, 3.8mm in diameter and 24mm long. Intravascular ultrasound (ivus) revealed a very bulky fibroatheroma, a minimal luminal area of 3.8 mm squared and a plaque burden of 80% stenosis. Following placement of a 4.0x32mm taxus liberte stent, repeat ivus showed under-expansion of the stent in its mid portion. Post dilation was performed. The patient underwent a percutaneous coronary intervention. Residual stenosis was 5%. The patient was discharged 1 day later on aspirin and prasugrel.